Event description:
Clearlink tubing with the statlock in place, connected to baxter IV set. Contrast injected with a power injector at the closest port to clearlink tubing. Clearlink tubing ballooned and then split, spraying blood around the room. There were four instances reported of clearlink tubing splitting with contrast injection in one week in the radiology areas. It was also reported this had occurred multiple other times before since bringing in the clearlink tubing.